Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml ll had foreign matter. This was discovered before use. The following information was provided by the initial reporter: information regarding an item we would like to return for investigation.

Event description:
It was reported that syringe 10ml ll had foreign matter. This was discovered before use. The following information was provided by the initial reporter: information regarding an item we would like to return for investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one photo and one sample were to our quality team for investigation. Upon visual inspection, a particle can be observed between the stopper ribs. Using magnification, the particles was identified to be a polypropylene particle. A device history review was performed for reported lot 1911708, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. While we could not identify a direct issue, the particles likely generated during the molding process or due to the movement of the product within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Project#(B)(6) was initiated to reduce any foreign particles inside our products.